Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent malfunction alarms. The customer's blood glucose level ranged from 102 mg/dl -197 mg/dl. The customer had lantus available to use for insulin therapy.